Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown.

Event description:
It was reported that pump displayed malfunction alarm code 0 that had not occurred before and customer contacted technical support for assistance. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, malfunction alarm did not recur after reset, customer was advised to continue using pump and to call back if any malfunction alarm appeared again, and customer acknowledged these instructions.